Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging that black particles/dust have appeared after use of a dreamstation auto CPAP device. No medical intervention was specified. Here was no allegation of serious or permanent harm or injury. The device was not reported to be in clinical use at the time of the allegation. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer previously reported in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging that black particles/dust have appeared after use of a dreamstation auto CPAP device. No medical intervention was specified. There was no allegation of serious or permanent harm or injury. The device was not reported to be in clinical use at the time of the allegation. During the evaluation of the device at the third-party service center, no black particles were found inside the blower box assembly, and the inside of the unit was clean. The unit was verified and tested, and no defects were found.